Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose because her onetouch ultra2 meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the morning. The patient reported using a combination of oral medications with diet and exercise to manage her diabetes. The patient reported on (B)(6) 2013 at 3 am she had her usual dose of metformin 500 mg and glyburide 2.5 mg. The patient reported on (B)(6) 2013 at 3 am she became ¿sweaty, shaky and disoriented.¿ the patient reported on (B)(6) 2013 at 3 am she had something to eat or drink as treatment. The patient denied testing on any other device. At the time of trouble shooting, the cca noted there was no misuse of the subject meter and it was not the first time the meter had been used. The battery needed to be replaced but there was no battery available. When a new test strip was inserted the meter did not power on and the patient was using the correct test strips. When the power button was pressed the meter did not power on. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia and required treatment to prevent additional injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.